Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to charge and was unable to connect to the charger. The patient underwent a pocket revision procedure wherein the ipg pocket was moved. The patient was doing well postoperatively. Nothing was added or removed during the procedure.